Manufacturer narrative:
Assessment/ investigation by merz: as the lot number was not available, a batch record review and case search on the reported lot could not be performed. A review of trending for belotero balance lidocaine did not identify any trends (q4-2025 belotero product family trending report, rec-001787, 11-mar-2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious as the patient experienced an abscess formation that was incised and treated with antibiotics. The events occurred in compatible temporal relationship. Injection site abscess (serious) occurred in compatible local relationship whereas no exact event localization in the face is reported for the event injection site swelling (non-serious) so that a local relationship for this event can only be assumed. Injection site abscess (serious) and injection site swelling (non-serious) are expected based on the currently valid thai instruction for use (IFU) of belotero balance lidocaine and can occur after treatment with belotero balance lidocaine. In this case, possible confounding factor includes previous injections of volifil and sup-q 6 classic into the affected area as well as patient's history of facial asymmetry. Nevertheless a contributory role of the treatment with belotero balance lidocaine cannot be excluded with certainty. Causality for the events is assessed as possibly related to the treatment with belotero balance lidocaine based on compatible temporal and possible/compatible local relationship, however, there is no indication that a product-related quality issue contributed to the events. This case is assessed as serious with the serious event injection site abscess because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a thai physician and concerns a female patient. She was injected with a total of 1 ml of belotero balance lidocaine into the lips, for correction of facial lines and lip augmentation, on (B)(6) 2026. Symptomatic medications were prescribed. The patient was concomitantly injected with a total of 7 ml of volifil into the temples, chin and lips, for facial volume augmentation and contour correction, on (B)(6) 2026, and also with a total of 2 ml of sup-q 6 classic into the lips (1 ml) and part of multi-area facial injection (temples/chin, 1 ml), for soft tissue augmentation and wrinkle correction, on (B)(6) 2026. Prophylactic antibiotics (amoxicillin) were prescribed. On (B)(6) 2026, the patient reported facial asymmetry, including uneven mouth corners and nasolabial folds. The patient was advised that swelling, particularly on the left side, was going to resolve over time. They appeared lumpy and possibly placed too superficially, with relatively rapid degradation noted, especially in the lip area. On (B)(6) 2026, 19 days after the belotero balance lidocaine injection, the patient returned with persistent facial swelling and concern regarding treatment outcome. Clinical assessment again suggested that the filler was possibly injected too superficially. The patient received antibiotics and was scheduled for follow-up. On (B)(6) 2026, 25 days after the belotero balance lidocaine injection, the patient experienced an injection-related infection with abscess formation on the upper lip. On (B)(6) 2026, the patient reported a pustular lesion (abscess) on the upper lip, representing the first clear sign of a localized infection. On (B)(6) 2026, the abscess ruptured, and the patient returned for treatment with the physician. The physician performed an incision and drainage of purulent material, diagnosed an injection-related infection, and administered hyaluronidase (2 ml) to dissolve previously injected filler material. The patient was treated with systemic antibiotics and supportive medication. Systemic antibiotic therapy, included amoxicillin (multiple courses: initial 20 tablets, followed by 14 tablets for 7 days, and subsequently 28 tablets) and dicloxacillin 500 mg (1 capsule twice daily, total 10 capsules). Supportive medications included reparil and paracetamol. The adverse event was considered ongoing at the time of last follow-up. Photographs (pre-procedure, post-procedure, and follow-up) were available. Clinical monitoring and multiple follow-up visits were conducted to assess treatment response. Patient was advised to promptly report worsening symptoms, including swelling or signs of infection. Use of antibiotic therapy to control and prevent progression of infection was recommended. Clinical reassessment of injection outcomes, including recognition of potential superficial injection technique as a contributing factor, and implementation of filler dissolution (hyaluronidase) to eliminate potential infection source was also recommended. As of on (B)(6) 2026, the patient was not yet recovered. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were of moderate intensity and related to both belotero balance lidocaine and procedure, with injection technique and sterile handling conditions playing a significant contributing role. Based on clinical assessment, the condition was not expected to be permanent, as the infected filler material was managed with hyaluronidase (filler dissolution) and antibiotic therapy, which were standard treatments for such complications. The events were therefore considered potentially reversible with appropriate medical management.